Event description:
It was reported to philips that the system's suite computer was not booting. The device was outside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system's suite computer was not booting. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the suite pc did not power up. The defective suite pc mdp was returned to failure analysis and confirmed that the failed component was the power supply. Fse replaced the suite pc mdp and reloaded the software. After the replacement of suite pc mdp, the system was returned to use in good working order. The codes were updated based on the investigation outcome.